Event description:
It was reported that guidewire detachment and vessel dissection occurred. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not analyzed as it was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the reported events are defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it is known that abnormal, high speeds in dynaglide can occur due to a console issue. Although the console used in the procedure was not returned, it was considered likely that the reported abnormally high speeds in dynaglide and cascade of device and patient events were attributable to procedural factors such as the console used during the procedure. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. The most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that guidewire detachment and vessel dissection occurred. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.